Manufacturer narrative:
"The report of ¿no ipg communication¿ was confirmed. Analysis of the ipg diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed that the device was functional but would not communicate using the bluetooth option. Analysis on the ipg duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue."

Manufacturer narrative:
Initial reported phone number (B)(6).

Event description:
It was reported that the ipg failed to establish communication with external devices. Attempts to troubleshoot were unsuccessful and patient lost effective therapy. Patient denied any unrelated surgical procedures and x-rays did not show any abnormalities. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.